Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) could not be confirmed via returned device analysis. Additionally, the steerable sleeve was observed to have a tear at the distal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported unintended movement (sleeve steering issues) could not be determined as no issue was identified in returned device analysis. A cause of the observed torn sleeve could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filled to report a clip that steered in the wrong direction. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted shortly after inserting the clip delivery system (cds) and applying the m knob that the clip steered in the wrong direction. Subsequently, the cds was removed from the patient and exchanged. The procedure was concluded without further reported complication and the mr was reduced to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.